Event description:
The patient contacted dexcom technical support on (B)(6) 2013 and reported that on the date of the report, he removed the sensor on the date of insertion. The sensor that was inserted was an expired sensor, which is use of the device outside of the approved labeling. He removed the sensor with the transmitter not snapped into the sensor pod, which is against recommendations in the user's guide. When the patient removed the sensor, he reports that the sensor wire remained in his skin. No medical intervention was required. The patient reported that he was in fine condition at the time of the report.

Manufacturer narrative:
Dexcom, inc. And FDA agreed during a facility inspection that any possible broken sensor wire was a reportable event, even in the absence of any evidence of physical harm or necessity for intervention.